Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Retching. The head of the brush became detached and she almost swallowed it; metal pin in mouth [device breakage]. Case description: a father reported via e-mail on (B)(6) 2017 that while his (B)(6) daughter used an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017, the head of the oral-b brushhead, version unknown became detached and she almost swallowed it. She had a metal pin in her mouth. No symptoms were reported. Relevant history: the father reported only original oral-b brushes had been used for years, and they were replaced in a timely manner. On 10-jan-2017 follow-up e-mail from reporter: the father submitted pictures revealing the product was an oral-b flexisoft brushhead. The father reported he had the box containing the product for a while, and did not remember where it was purchased. He scratched the logos with a coin, and it remained on the brush. No symptoms were reported. On 13-jan-2017 follow-up e-mail from reporter: the father reported his daughter was retching and crying because she almost swallowed the brush. The case outcome was recovered.